Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a firmware error. No additional patient or event information is available. The receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A manual sound/vibration drop test was performed and the test passed. The receiver log was reviewed and no errors were observed. The reported event of no vibration was not confirmed. A root cause could not be determined.